Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the guide catheter was not broken. Stent was loaded on the guide catheter. Stent was kinked at the location of the proximal barb. Suture hole in stent and suture hole in push catheter are partially torn. The proximal end of the stent was deformed from being crushed against distal tip of push catheter. The push catheter was kinked in several locations and torn for approximately 17cm from the handle. The pull wire was displaced out of the catheter through the tear. The pull wire is kinked near the handle and the pull wire cap is detached and missing. Proximal tip of the pull wire exhibited evidence of the 90 degree bend at the tip indicating the pull wire cap was securely attached during manufacturing. Based on the product analysis most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks in the catheter, the device would become unable to deploy the stent. Forcible attempt to deploy the stent likely caused tearing push catheter, displacement of pullwire out of push catheter. Therefore, 'operational context' is selected as the root cause for secondary aa codes. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when attempting to place the stent inside the biliary duct, the guide catheter broke. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." This event was originally reported via alternative summary reporting ; however results from the investigation analysis on august 19, 2016 revealed that the stent was kinked which is an MDR reportable, non-asr failure.